Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7123001. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7122879. Product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6). Batch: 7072513. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 585698.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the header block of the lead extension and underwent a full system explant. The patient is doing well postoperatively. The devices were discarded.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the header block of the lead extension and underwent a full system explant. The patient is doing well postoperatively. The devices were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4605-c. Batch: 32118923. Product family: dbs-lead fixation. Upn: m365db4605c0. Model: db-4605-c. Batch: 29206351. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4605-c. Batch: 32546120.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the header block of the lead extension and underwent a full system explant. The patient is doing well postoperatively. The devices were discarded. Additional information was received that the implantable pulse generator (ipg) was collected and will be sent out for analysis.